Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had no capture and was not sensing. During the implant procedure the prior day, the heart was not easily giving good numbers but eventually the numbers were acceptable. There was a general feeling that the problem was a ¿tissue issue.¿ the lead was explanted and replaced. No patient complications have been reported as a result of this event.